Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint of non-intuitive movement. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. An energy delivery test was performed while the instrument was installed on an in-house system and passed. The instrument was fully functional. Visual inspection of the instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end, no damage was found. An electrical continuity test was performed and passed. No product issue was identified. The failure analysis report further stated that issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. A review of the instrument logs for the fenestrated bipolar forceps (part #471205-17 / lot/serial #k10211209 - 0551) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial #(B)(4). There were 2 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Images associated with this reported event were not submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument moved with unintuitive motion (the jaws motion did not match the action intended by the surgeon). Unintuitive motion could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported that the movement of the fenestrated bipolar forceps (fbf) was non-intuitively. With the use of a different instrument, the procedure was completed with no patient injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The jaws motion did not match the action intended by the surgeon. The issue was persistent. The non-intuitive motion of the instrument did not cause any adverse effect to the tissue. Information on patient¿s demographic and related information (relevant tests, relevant patient history, including pre-existing medical conditions) was requested; however, the site indicated that patient related information could not be provided/ could not be released.